Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a bolus was delivered to address bg. Pump system check with tandem technical support (cts) found the pump was functioning properly. Reportedly, customer discussed event with healthcare provider and obtained additional pump supplies/backup insulin therapy. Although multiple attempts were made by cts to obtain additional information, customer did not reply.